Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported a patient with poor vision following an intraocular lens (iol) implant procedure. The lens was exchanged for a different lens one month following the initial procedure.